Event description:
It was reported that when the device were used during an unknown procedure. It was reported by the rep that the 355ld trocars were difficult to arm and then the shield would not retract. Another device was used to complete the case. There was no consequence to the patient.